Event description:
Caller reported damage to the pump's usb port and pins, impacting the ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use syringes as a backup therapy while waiting for the replacement pump from technical support, which was sent with updated software. Training and return instructions were provided, and the caller acknowledged these steps.